Event description:
It was reported to boston scientific corporation that an uphold lite was implanted using a capio slim in an uphold lite sling placement procedure. During the procedure, the needle and suture separated cleanly and were both retrieved without complication. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Updated information: there was no failure of the device. During the procedure, the sleeve got caught on the capio device head due to procedural factors and the physician decided to use another device. No parts of the device detached and there were no patient complications.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted using a capio slim in an uphold lite sling placement procedure. During the procedure, the needle and suture separated cleanly and were both retrieved without complication. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of needle broken.